Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 03aug2017.   No further follow up is planned. Evaluation summary: a female patient reported the injection button of her humapen savvio device "became too heavy to press." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1310v05, manufactured october, 2013). Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or high injection force. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) years-old female patient of unknown origin. Medical history was not reported. Concomitant medication included insulin glargine used for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100) via a cartridge from a reusable device humapen savvio, 20 iu before breakfast, 16 iu before lunch and 16 iu before dinner subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in (B)(6) 2017. On an unknown date, while in insulin lispro treatment, her blood sugar level was not controlled for two weeks. The level sometimes reached to 700 (unit and reference range not reported). The event blood glucose increased was considered as serious due to medically significance. It happened when the injection button became too heavy to press (product complaint (B)(4) / lot number 1310v05). Information regarding corrective treatment was not reported. Outcome of the event was reported as not recovered. Insulin lispro treatment was continued. The operator of the humapen savvio and its training status was unknown. The general device duration and suspect device duration of use was not reported, beginning on an unknown date. The device was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness between the event and insulin lispro treatment. Update 25jul2017: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Update 03aug2017: additional information received on 01aug2017 from the global product complaint database. Recoded the humapen savvio unknown color to a humapen savvio red. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information. Added lot number and date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history was not reported. Concomitant medication included insulin glargine used for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100) via a cartridge from a reusable device humapen savvio, 20 iu before breakfast, 16 iu before lunch and 16 iu before dinner subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in (B)(6) 2017. On an unknown date, while in insulin lispro treatment, her blood sugar level was not controlled for two weeks. The level sometimes reached to 700 (unit and reference range not reported). The event blood glucose increased was considered as serious due to medically significance. It happened when the injection button became too heavy to press (product complaint pending / lot number unknown). Information regarding corrective treatment was not reported. Outcome of the event was reported as not recovered. Insulin lispro treatment was continued. The operator of the humapen savvio and its training status was unknown. The general device duration and suspect device duration of use was not reported, beginning on an unknown date. It was unknown if the use of the suspect device was continued. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not provide an opinion of relatedness between the event and insulin lispro treatment. Update 25jul2017: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting.